Manufacturer narrative:
Evaluation results suggest that the condition observed is a normal occurrence which is prevalent during the first 20-30 seconds of mixing.

Event description:
When mixing, the cement was noticed to have a lumpy consistency. Add'l units were available and used to complete the surgery. There was no adverse consequence for the pt.